Manufacturer narrative:
A partial lead with the connector pin measuring 15.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were observed on the lead. Low pacing lead impedance, unspecified sensing issues and high capture threshold were also noted. The lead was explanted and replaced. No further information was provided.